Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringes with bd ultra fine¿needle experienced product damage. The following information was provided by the initial reporter: the plunger rod flange used for support was found to be deformed before use.

Event description:
It was reported that the bd insulin syringes with bd ultra fine¿needle experienced product damage. The following information was provided by the initial reporter: the plunger rod flange used for support was found to be deformed before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-jun-2022. H.6. Investigation: customer returned (2) 1ml syringes. One side of the barrel flange on each syringe features a slightly warped, extended section of material. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a flange deformity. Due to the batch being unknown unable to perform the DHR review. The root cause cannot be determined.